Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that air was not able to be removed from the urine bag 13 days after usage. Per email received from the ibc representative on 17-jul-19, allegedly, even after the user removed the air from the urine bag , the air would quickly get in from somewhere. This would cause the urine bag to become inflated greatly. Due to this event being repeated several times, the user was not able to continue to use the device.

Event description:
It was reported that air was not able to be removed from the urine bag 13 days after usage. Per email received from the ibc representative on 17-jul-19, allegedly, even after the user removed the air from the urine bag , the air would quickly get in from somewhere. This would cause the urine bag to become inflated greatly. Due to this event being repeated several times, the user was not able to continue to use the device.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per the evaluation, no abnormalities were noted on the air vent of returned sample. Water was introduced through the inlet tube and drained as usual. A potential root cause for this failure mode could be obstruction in vent/ stuck from medical effect / age of material. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿1. Take off the drainage bag cap with careful for sterile of inlet tube. Then connect with foley catheter. 2. Fix the drainage bag securely on the patient bed etc. Using the hanger/belt to prevent the bag from sudden movement and to avoid direct contact with floor. Keep the drainage bag below the level of patient bladder to keep urine flowing freely. 3. Drain tubing must be secured using sheeting clip, keeping the tubing line straight with no kink to avoid obstructed urine flow into drainage bag. Kinked of or flexed drain tubing will restrict urine flow. 4. Lift cock up and pass urine. Precautions: 1. Do not let the distal end of the outlet tube touch the urine collection container when emptying the bag in order not to permit bacterial contamination into drainage bag. 2. Care should be taken where the bag should be positioned to avoid damage by bump or projection. 3. Do not pull outlet tube on urinating. It might break the product." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.